Event description:
It was reported that the patient was transported by ambulance due to an allegation of malfunction related to the implanted device and right ventricular (rv) lead. Per social media (B)(6) there was a recall on the patient's system a few years back; they were not notified and at last device check about six months ago the unit was functioning properly, but stopped working at some point recently. It was also reported that the lead wires broke and the device battery quit. The device was removed and replaced with a new device and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. The analysis of the hybrid documented nominal current drain in both power on reset ( por) pacing parameters with no pacing loads and ventricle chamber pacing with a 511- output load. No other anomalous behavior was identified with device pacing and telemetry functioning nominally along with nominal levels measured for the device reference voltages. Further analysis indicated that there was no opening in the anode separator enclosure and no lithium material near the cathode tab.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.